Event description:
Customer reportedly obtained results of 518mg/dl, 191 mg/dl, and 200mg/dl on the same device within 10 mins. Customer took normal 12 units of humulin nph and 6 units of humulin r after obtaining results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.